Event description:
The service light is active and the device has error codes 5014 and 5011 logged in device memory. The device had the same failure less than 1 month ago. The reporter stated the noted failure was found during device shift check.